Manufacturer narrative:
Complaint conclusion: as reported, a smart control 12x40 120 self-expanding stent (ses) is missing a lock, some deployments are suspected. There was no reported patient injury. Multiple attempts have been made to obtain additional information and the return of the product and requests have been unsuccessful. The device was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿locking pin (smart control only) missing component¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Storage and handling conditions may have contributed to the reported event. As per the instructions for use, which is not intended as a mitigation, ¿warnings: this product is designed and intended for single use. It is not designed to undergo reprocessing and re-sterilization after initial use. Reuse of this product, including after reprocessing and/or re-sterilization, may cause a loss of structural integrity which could lead to a failure of the device to perform as intended and may lead to a loss of critical labeling/use information all of which present a potential risk to patient safety. The black dotted pattern on the grey temperature exposure indicator, found on the inner pouch, must be clearly visible. Do not use if entire temperature exposure indicator is completely black as the unconstrained stent diameter may have been compromised. System handling ¿ precautions: store at ambient room conditions out of direct sunlight. Do not use beyond the ¿use by¿ date. Carefully inspect the sterile packaging and device prior to use. Do not use if it appears damaged.¿ without a device analysis and a lot number to conduct a product history record review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Updated complaint conclusion: as reported, a smart control 12x40 120 self-expanding stent (ses) is missing a lock, some deployments are suspected. There was no reported patient injury. No other information was reported. The device was returned for analysis. A non-sterile smart control 12x40 120 was received coiled inside a plastic bag. Per visual analysis, stent was not deployed and locking pin was not returned. No anomalies were noted on the device. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿locking pin (smart control only) - missing component¿ was confirmed since no locking pin was returned. However, the exact cause of the event could not be conclusively determined during the analysis. Storage and handling conditions may have contributed to the reported event. As per the instructions for use (IFU), which is not intended as a mitigation, ¿warnings: this product is designed and intended for single use. It is not designed to undergo reprocessing and re-sterilization after initial use. Reuse of this product, including after reprocessing and/or re-sterilization, may cause a loss of structural integrity which could lead to a failure of the device to perform as intended and may lead to a loss of critical labeling/use information all of which present a potential risk to patient safety. The black dotted pattern on the grey temperature exposure indicator, found on the inner pouch, must be clearly visible. Do not use if entire temperature exposure indicator is completely black as the unconstrained stent diameter may have been compromised. System handling ¿ precautions: store at ambient room conditions out of direct sunlight. Do not use beyond the ¿use by¿ date. Carefully inspect the sterile packaging and device prior to use. Do not use if it appears damaged.¿ without a lot number to conduct a product history record review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A device history record (DHR) review of lot 17686585 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a smart control 12x40 120 self-expanding stent (ses) is missing a lock, some deploys are suspected. There was no reported patient injury.